Event description:
It was reported that the bipolar impedance of the lead had risen to 1966 ohms and had been measured as high as 2277 ohms. The patient is pacemaker dependent. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.